Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The indication for filter placement was reported to be pulmonary embolism (pe), left lower extremity deep vein thrombosis (dvt) and recurrent clot despite the administration of adequate anticoagulation. The filter was implanted via the right common femoral vein and was deployed in an infrarenal located opposing the inferior vena cava (ivc) wall. Approximately seventeen years after the implantation, the patient became aware that the filter had tilted and was associated the filter strut(s) that had perforated outside the ivc. The patient further reported experiencing stress and anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and ivc perforation could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Concomitant products at filter placement included .035 bentson guidewire, stiff amplatz wire, and local lidocaine. Additional information was received from medical records that the patient¿s the patient¿s medical history at filter placement included pulmonary embolism, left lower extremity deep vein thrombosis (dvt and recurrent clot despite anticoagulation. A trapease filter was placed in the infrarenal vein location and deployed, opposing the caval wall. There were no complications. Additional information was received from medical records that the patient¿s the patient¿s medical history at filter placement included pulmonary embolism, left lower extremity deep vein thrombosis (dvt and recurrent clot despite anticoagulation. A trapease filter was placed in the infrarenal vein location and deployed, opposing the caval wall. There were no complications. Additional information received from a patient profile form indicates there if perforation of the filter struts outside of the ivc. The patient is experiencing stress and anxiety. Additional information is pending (including and manufacturing and expiration dates of the device) and will be submitted within 30 days upon receipt. The event date is given as (B)(6) 2018, but the actual date was not provided.

Manufacturer narrative:
(B)(4). Please note that the contact is not a medical professional but a more accurate choice is not available. Please note that device reported is a trapease vena cava filter and for which the catalog and lot numbers are not currently available. Patient demographics including medical history were not provided. If obtained, a follow up report will be submitted within 30 days upon receipt. It was reported that a patient was treated with a trapease vena cava filter which subsequently malfunctioned and caused injury, damage, physical and emotional damages from tilting and perforation of the filter and the resultant symptoms. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering and other damages. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Without procedural films or post implant images for review the reported event(s) could not be confirmed and a clinical determination made. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, the patient was treated with a trapease vena cava filter which subsequently malfunctioned and caused injury, damage, physical and emotional damages from tilting and perforation of the filter and the resultant symptoms. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering and other damages.